Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant there was pacing lead placement difficulty through the sub-clavian and cephallic veins. The lead was not used, was buried in a sub-cutaneous pocket and later explanted. No patient complications have been reported as a result of this event.